Event description:
It was reported that the insulin pump alarmed and had a frozen screen. The battery was removed and replaced with new battery. The blood glucose reading is 195 mg/dl. Customer stated that alarm occurred and the buttons are not responding. Customer states the insulin pump is frozen with no advancement of time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.